Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) the following additional information was provided: the image shows an 8mm fenestrated bipolar forceps instrument placed within a 12-8mm reducer. The proximal clevis of the fbf appears to be dislocated from the main tube of the fbf, making the end effector appear misaligned. Additionally, I see a defect in the main tube material, and what appears to be a piece of some material perhaps lodged between those two components. Without further information about how this damage occurred, I cannot confirm either what the material is, or root cause of the damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a scratch on shaft. It was unknown if fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube approximately 37.61mm from the distal tip. A piece measuring proximately 1.07mm was not returned with the instrument. Components adjacent to the broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. The main tube was found to be broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.